Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that there was no spo2 measurement during the use of the mlncs neo sensor. The baby was not moving at that given moment. The sensor was well placed and aligned. After placing a new sensor the problem was resolved. Additional information received indicated that one of the four case there was an alarm: sensor disconnected. No known impact or consequence to patient.